Event description:
Dose exposure was out of specification; exposing at 11.45r/minute. Dose exposure should be less than or equal to 10r/minute.

Manufacturer narrative:
The field service engineer confirmed physicist report that dosage limit was out of specification. Fse adjusted dosage to 9.45r/min. Per generator service manual. There were no other discrepancies reported by the physicist. Fse tested system per the maintenance section of the generator service manual. All operational tests passed, and the unit was returned to service.